Manufacturer narrative:
Follow-up # 1. The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter read inaccurately high compared to another meter. The complaint was classified based on the original customer care advocate (cca) documentation and additional information obtained when the medical surveillance specialist (mss) contacted the patient with follow-up questions. The patient alleged that the meter started reading inaccurately on (B)(6) 2015, at 7:00am when she obtained an alleged inaccurate high blood glucose result of ¿127 mg/dl¿ on the subject meter. The patient manages her diabetes with insulin (self-adjuster). She denied making any changes to her usual diabetes management regimen in response to obtaining the alleged inaccurate result. She reported that ¿about half an hour¿ after obtaining the result, she developed symptoms of ¿dizzy, increased heart rate, light headed light she was going to faint, thought she was having a heart attack, sweating profusely¿. She reported that she was taken to the emergency room (ER) where a blood glucose test was performed on the ER/hospital meter and a reading of ¿22 mg/dl¿ was obtained within 30 minutes of the original alleged inaccurate high reading. Based on statistical methodology, the calculated difference between these results falls outside lfs¿ accuracy criteria. The patient reported other comparisons of ¿240 and 194 mg/dl¿ on the subject meter compared to ¿251 and 151 mg/dl¿ on the hospital meter, performed within 30 minutes of each other. The patient reported that while in ER, she was given a glucose injection by a healthcare professional (hcp) and was later encouraged to eat to keep her blood sugar levels at an acceptable level. She also reported that she had other procedures of ¿bloodwork, cat scan and sonogram¿ together with further blood glucose tests performed during the morning of ¿151, 77 and 251 mg/dl¿ on the ER/hospital meter. At the time of troubleshooting, the cca noted that the patient¿s test strips had been stored correctly and the test strip vial was not cracked or broken. The meter was set to the correct unit of measure and the patient was using an approved sample site. However, the patient did not have control solution with which to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia which required treatment from a hcp after the alleged inaccuracy issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.